Manufacturer narrative:
The additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After 12,000u heparin was administered, the steerable guide catheter (sgc) and clip delivery system (cds) were advanced into the left atrium (la) when a significant clot was noted on the tip of the clip. Before the clot could be aspirated or the clip retracted into the sgc, the clot detached from the clip. Activated coagulation time (act) was approximately 147 and approximately 20 minutes had passed since the heparin was completed. 4000u heparin was administered and a repeat reading of the activated clotting time (act). The clip was removed but the physician chose to keep the sgc in place. The sgc was aspirated and there were no clots in the aspirated blood. Act continued to be under 200. More heparin was administered. When the act was above 250, the physician chose to proceed with advancing a new cds. At this time, there appeared to be a clot in the sgc, which was promptly removed via aspiration. More heparin was administered, and the new cds was advanced. The clip was placed at its intended location and the mr was reduced to <1. The act was approximately 350 at this time, but more clot formed upon releasing the clip. The clot was successfully aspirated through the sgc and the procedure completed. Heparin-induced thrombocytopenia was suspected but no further information could be obtained. There was no clinically significant delay in the procedure and no adverse patient effect. The patient was discharged the next day. No additional information was provided.